Event description:
While evaluating a returned processor pca, it was identified by an authorized technician that there was a corrupted program code in the flash memory and as a result the mrx test fixture would not boot up properly. There was no patient involvement.